Event description:
It was reported that spectrum iq pumps had an increased upstream occlusion alarm frequency post implementation of the v9.02.01software update. This occurred in the neurological intensive care unit during a zosyn infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: event date: (B)(6) 2023- (B)(6) 2023; the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.